Manufacturer narrative:
The product was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Accuracy test passed as it was within specification. All results were within specification. An extended investigation has been performed for the reported complaint. No malfunction or product deficiency was identified and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported receiving an unspecified low scan on the sensor and experienced sweating and confusion. The customer had contact with an hcp who obtained a laboratory result of 119 mg/dl and administered unspecified IV for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.